Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site email:(B)(6)). Contact person phone number: (B)(6). Contact department: clinical engineering. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was just running and it immediately malfunctioned. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was just running and it immediately malfunctioned. The unit was swapped out and therapy continued with another balloon pump, model cs300. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).